Event description:
It was reported patient underwent a revision procedure ten years post implantation due to loosening of femoral. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: stemmed tibial component catalog # 00598004701, lot # 61782428. Articular surface regular constraint catalog # 90597004010, lot # 61935232. All poly petella catalog # 00597206532, lot # 61947283. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: h6: device code(s) - loss of or failure to bond is n/a which was reported on initial report. H6: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.